Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the high-definition lcd monitor failed power on. The event occurred during inspection for use and there were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following; peeling of screen coating; broken screen frame; protection panel needs to be replaced; and screws needs to replaced. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.